Event description:
It was reported that the 6600 system had a split image on the left monitor. Also the key-switch was broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image itensifier, tube cover, and key-switch were replaced during the svc call. The system was tested, and found to working as intended, and put back into svc.